Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer changed the erbe from single pad to dual. Also, a force triad generator was setup and used for the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) grounding pad on the vio integrated electrosurgical unit (erbe) - generator was not recognized. Prior to calling they had tried 2 different pads without issue resolving. The tse guided the customer to try a brand-new pad on herself to see if it was a bad connection to the patient that was the culprit, which it was not. The tse checked with the customer that proper pad selection (dual) was shown on the monitor, and she confirmed. As the issue persisted, the tse guided the customer to try a pad from a different lot number, but issue persisted. The tse guided the customer to hard power cycle the generator by unplugging the power cord to the generator and to reseat the ground connector to ensure a proper connection to the generator. When the generator was power back on, issue still persisted. The tse asked customer if they had a valley lab force triad available and they did. The tse guided customer on how to plug it in to the vision side cart. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on fse evaluation, the system issue was due to a wrong erbe generator grounding pad set up. It can be resolved by adjusting the set-up of the generator as required and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.